Manufacturer narrative:
This case is reported in retrospect based on a re-evaluation conducted in 2025 for formal reasons. There was no particular risk to patients, users, or third parties.

Event description:
Irn # (B)(4) incident occurred in france: during spinal anaesthesia on a pregnant woman for a caesarean section, the spinal needle bent and then broke. The needle has been removed and the patient doesn't have any consequences.